Event description:
The customer reports that the device will not shock when doing ops check, also it has a red x and beeps. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device will not shock when doing ops check, also it has a red x and beeps. There is no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The processor pca was replaced to resolve the problem. All performance assurance tests passed and the device was put back into use.